Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was not confirmed. Sterile color dots indicate product went thru correct sterilization procedure and therefore returned part tray 909846 with red gamma sterile indicator could not have gone thru eto sterile procedure as returned box labeled 909848 with green eto indicator. Manufacturing date also show 909848 lot 499860 product was complete thru production and sterile operation before 909846 lot 837410 started production operation. For these reasons determined product left biomet control meeting specification and data supports this complaint is not valid. Distributor had both products in inventory and reports another implant was used to complete procedure without delay, no box or other information for implant used to complete procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery, the rep opened the implant kit box and a different kit that does not include an implant was in the box. Another implant was used to complete the procedure without delay. No adverse event was reported as a result of this malfunction.